Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A knocking noise was heard during the handle's initialization. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the system data indicated that there was an error for the system queue being full. It was reported that the stapler stopped when the firing advanced approximately one centimeter (cm), a sound that seems like an error sound continued to sound at regular intervals, and the jaws of the device locked onto the tissue. The reported issues were confirmed. The most likely cause was traced to software issue. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: loose motor screw. Functional testing found that after taking apart the handle, motor 0 was found to be loose. The motor screws for this motor had become loose, allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. The most likely cause was determined to be manufacturing related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, one 60-millimeter reload was used for ileal resection, and another 60mm reload was also used for colectomy, and firing were able to be done without any problem. When the powered device was used in the third firing in ileum or colon anastomosis, the stapler stopped when the firing advanced approximately one centimeter (cm) and had poor staple formation, making its operation impossible. Range two of normal thickness was shown on the display, and a sound that seems like an error sound continued to sound at regular intervals. The jaws of the device locked onto the tissue and were opened by power approached. This resulted in tissue damage as the part where the staple was incompletely fired was resected approximately five mm, and anastomosis was done using another product.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, one 60-millimeter reload was used for ileal resection, and another 60mm reload was also used for colectomy, and firing were able to be done without any problem. When the powered device was used in the third firing in ileum or colon anastomosis, the stapler stopped when the firing advanced approximately one centimeter (cm), making its operation impossible. Range two of normal thickness was shown on the display, and a sound that seems like an error sound continued to sound at regular intervals. The jaws of the device locked onto the tissue and were opened by power approached. This resulted in tissue damage as the part where the staple was incompletely fired was resected approximately five mm, and anastomosis was done using another product.

Manufacturer narrative:
D10: concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3b0032 sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.